Event description:
Surgeon noted that the monopolar ligasure was not working properly. When he examined the device tip he noticed that the plastic tip near the "jaws" had melted. A replacment monopolar ligasure was used without incident. No patient harm.what was the original intended procedure?lap resection; abdominal peritoneum.device #1is this a laboratory device or laboratory test?no.